Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patients tmj devices have become loose and the surgeon will perform a revision surgery to replace the components.

Event description:
It was reported that the patients tmj devices have become loose and the surgeon will perform a revision surgery to replace the components.

Manufacturer narrative:
A review of the device history records confirmed that the tmj devices met all design and manufacturing specifications. The surgeon attributed the fixation issues to the patient's soft tissue dehiscence, which required surgical modifications and screw removal. The devices were functioning as designed, and no product defects were identified. The root cause is related to the patient's condition, not the product. No corrective action is necessary at this time.